Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged as confirmed through chest x-ray. The lead was explanted. A new lead was implanted in the patient as replacement for the dislodged lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.